Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device could not confirm the reported event. No evidence was found indicating product error was a contributing factor. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:update (B)(6) 2021: the investigation was re-opened upon receipt of additional information. Examination of the returned device could not confirm the reported event. No evidence was found indicating product error was a contributing factor. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: a2 (date of birth), d4 (lot # and expiration date) and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of left attune cr rp primary knee, with date of primary surgery (B)(6) 2017. Original implants were size 7 left cr femur, size 7 rp tibial baseplate, size 7, 8mm cr rp insert, no patella resurfacing at index procedure. Cmwii in separate mixes for tibia and femur had been used. Patient xrays looked fine post op, at 6 months showed some rll, then at 2.5 years patient started to feel severe pain in both sides, and xrays showed loosening on both femurs query of some cysts on tibia also. Left side was most painful, so was first to be revised. Femur came off very easily, with fibrous membrane surrounding the bone, and cysts around the femoral lug holes. Tibia was more well fixed, but the cr rp poly had severe wear with lots of pitting all over the articulating surface and signs of backside wear underneath. Tibial tray was loose, but not as loose as the femur. No signs of any loose bodies in the joint. No confirmed infection.